Manufacturer narrative:
Initial.

Event description:
It was reported that a user and caregiver sought assistance connecting a freestyle libre 3 plus sensor to an ilet system, experienced pairing difficulty, and then successfully initiated pairing and warmup after guided troubleshooting. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included remote troubleshooting and user education that guided the user to rescan the sensor and confirm the warmup timer. Investigation of this case revealed that the device functioned as designed once correct pairing steps were completed and that user technique caused the initial failure to display the warmup timer. It was concluded, based on previously established findings for similar reports, that user interaction contributed to the event and that no device malfunction occurred.